Manufacturer narrative:
Eval code-conclusion has been corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked what actions were taken to resolve the lead wires pulling the patient stated the whole device was removed and a new one would be placed in a couple of months. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va0lurm, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-jul-2018, UDI#: (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient thought their ins battery was dead. The patient further clarified that they thought this because they couldn¿t feel stimulation and were not getting good therapy relief. The patient stated they had stimulation at 1.5v previously and it worked well since implant, but now they had a return of symptoms, so they tried to increase stimulation a notch, to 6, but they weren¿t feeling stimulation and weren¿t getting relief. It was noted that the patient was implanted for both bladder and bowel control. The patient stated that they previously they were not feeling stimulation because their body was used to the feeling of stimulation, but they were getting good therapy relief up until a couple weeks ago. Upon initially palpating the ins the patient noted it was easier to find their in with their left hand since their ins was located on the left. Syncing with the programmer showed they were on program 1 at 5.1, but later stated when they attempted to increase on the call, they saw that the ins needed to be turned on be cause it was off. The patient was walked through decreasing stimulation prior to turning the stimulation on, and the patient successfully turned stimulation on. The patient stated they did not recall turning off their stimulation and that ¿thursday or friday¿ when they were trying to increase stimulation, they couldn¿t. The patient increased to 8.5 on the call and weren¿t feeling stimulation. The patient decreased stimulation to the level it was initially at by the end of the call. The patient stated they had sciatic nerve pain that started about 6 weeks ago that had been putting them down. The patient stated they had a shot on thursday and they were getting 2 more this thursday to help with the pain. The patient stated that they were hoping the stimulation would help their pain, but confirmed it was not implanted to help with the pain. The patient noted the pain started around the same time as the loss of therapy. The patient was redirected to their healthcare provider if the problem didn¿t resolve to discuss symptoms and programming. Additional information was received on 2019-12-17 and patient stated that they leads wires had been pulled out and not in the right place and is planning to get a new one replaced by (B)(6) of 2020. No further complications noted or anticipated.